Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2012 due to infection. The tibial bearing was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was provided: expiry date; date implanted; manufacture date.